Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently left out of the initial medwatch report, to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. Information added to the fields: h4, h6. Correction in the field: e1 (telephone number), h6 (medical device problem code) "2896 - communication or transmission problem" shouldn't have been selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the error e315 that appeared when the device was turned on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis x1 video system center had an e315 error and no image; had been tested on multiple scopes and same error presenting. However, the procedure was delayed for ten minutes; the patient was not impacted and there was no medical intervention required due to the delay. The issue occurred during preparation for use for a therapeutic endoscopic retrograde cholangiopancreatography (ercp) duodenoscope procedure, which was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.